Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded a loss of capture (loc). The presenting electrogram (egm) shows intermittent loc on the left ventricular (lv) lead. The pacing output is fixed at 4v (volts) at 2.0ms (milliseconds). The crt-d pacing percentages decreased less than 80 percent due to presence of intrinsic conduction. Received additional information the lv intrinsic amplitude was out-of-range at 2.9mv (millivolts). The crt-d is currently programmed at automatic gain control (agc) 1.0mv. The presenting egm continues to show a loc. Further review was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.